Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and that the device had reached the elective replacement indicator (eri). A safe replacement window of 60 days was recommended by technical services (ts). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. According to the information provided, the physician decided not to send the product to boston scientific to be analysis.